Event description:
It was reported that pump experienced malfunction with code 16, and caller stated no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer was included in field correction but had not received notice, so technical support confirmed contact information, resent notice, and completed form on customer¿s behalf, then provided instructions and assisted with pump reset, after which malfunction did not recur and customer was advised to continue using pump and to call back if problem returned, which caller acknowledged and understood.